Manufacturer narrative:
Drive support disk was inspected, and no anomaly was noted. Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform operating current, self test, a21 error test, rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify battery out limit alarm due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that drive support cap was flush and customer was not able to rewind the insulin pump. Customer¿s blood glucose was 105 mg/dl. Customer stated that insulin pump was exposed to magnetic resonance imaging. Customer stated that insulin pump alarmed for battery out limit after battery change. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.